Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the iliac artery. Resistance was noted during advancement of the omnilink elite stent system and during retraction into the sheath, it was noted that the stent had dislodged. The stent was snared and successfully removed from the patient. There was no reported adverse patient sequela or a clinically significant delay in procedure. A non-abbott balloon expandable stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, the reported difficulties appear to be due to case circumstances. The resistance during advancement was likely due to interaction with the anatomy. Advancing against resistance likely caused the stent to become compromised on the balloon and dislodge due to interaction with introducer sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.